Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the third-party service center for evaluation. The service center found debris on lcd screen during evaluation. The service center found no evidence of foam degradation during evaluation. If any additional information is received, a follow up report will be filed.